Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 54 mg/dl (patient's meter) and 435 mg/dl (doctor's professional meter). The patient felt uneasy and was treated with insulin. The patient's device results and timeframe prior to going to the doctor's office was unknown.